Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report: in report information 510k was corrected. (Previously entered wrong) box d: FDA product code, common device name was corrected. (Previously it was wrong) box h: recall number was corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, respiratory tract irritation and inflammatory response. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.